Manufacturer narrative:
Casters were worn and the rubber was cracking. The casters were replaced, which resolved the issue.

Event description:
Info received indicated the bed would slide when the brakes were set.